Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: material no: 382534; batch no: unknown. It was reported the white button did not work that automatically retracts the needle into the sheath. The internal spring appears to be broken. Verbatim: correspondence language: english. Cat# of product being complained: bd382534. Description of product: catheter insyt autg 20gx1.16in bc pink 50ea/bx 4bx/ca. Lot or s/n: unknown. Complaint category: fail to function/defective. Reportable: no. Incident date: (B)(6) 2021. Hospital complaint reference #: details of complaint (reported issue): upon inserting the angiocath into the patient's arm, the white button did not work that automatically retracts the needle into the sheath. The internal spring appears to be broken. Entire angiocath had to be removed from the patient's arm and a new IV inserted. Packaging had been discarded and was not able to be retained for reference. Defective product is at the hospital " have it in my office in 2 biohazard bags as there is blood in the angiocath." Complaint noticed: during/after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 bx. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: 1 bx.

Manufacturer narrative:
H6: investigation summary: bd received a used 20ga insyte autoguard blood control IV catheter from an unknown lot for evaluation. The unit was received without its original packaging. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the unit consisted of the catheter adapter assembly and the needle assembly fully retracted inside the safety shield (barrel). Additionally, both the catheter adapter assembly and needle assembly had thick traces of dried media. There were traces of cured adhesive at the grip and the hub that would impede the button from depressing and the needle from retracting. The adhesive may have broken loose during return shipping and then the needle retracted. No other abnormalities or damage was observed. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that could occur during the adhesive dispense process. Adhesive on the outside of the hub, in the grip and or the button can occur due to a station misalignment and can result in needle retraction failure.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: material no: 382534, batch no: unknown. It was reported the white button did not work that automatically retracts the needle into the sheath. The internal spring appears to be broken. Verbatim: correspondence language: english cat# of product being complained: (B)(4). Description of product: catheter insyt autg 20gx1.16in bc pink 50ea/bx 4bx/ca. Lot or s/n: unknown. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2021. Hospital complaint reference #: . Details of complaint (reported issue): upon inserting the angiocath into the patient's arm, the white button did not work that automatically retracts the needle into the sheath. The internal spring appears to be broken. Entire angiocath had to be removed from the patient's arm and a new IV inserted. Packaging had been discarded and was not able to be retained for reference. Defective product is at the hospital " have it in my office in 2 biohazard bags as there is blood in the angiocath." Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: . Patient injury: no. Has health (B)(6) been informed? No. Qty affected: 1 bx. Samples available? Yes. Is customer requesting an rga?: no. Return qty:. Qty samples: 1 bx.